Manufacturer narrative:
(B)(4). Date sent: 1/23/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: crohn¿s disease patients. There were no issues during the procedure and the sales specialist supported him during the case as well. The leaks happened post operatively and he is attributing this to the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an unk procedure, the surgeon has reported a post operative leak following the procedure using the glc100 linear stapler. Procedure was completed with the device as normal, however the surgeon had post operative leaking with his patient. He attributed this to the stapler and has reverted to our tlc stapler.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. Additional information was requested and the following was obtained: I have no further information available on this from the surgeon.